Manufacturer narrative:
5076-52 lead implanted: (B)(6) 2004, 559445 lead implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to phrenic nerve stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.